Event description:
New information noted that the programming changes were made, and device will no longer be used.

Event description:
New information noted that the programming changes were made, and device will no longer be used. The patient condition was stable.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available.